Event description:
It was reported that a blade shattered during a surgical procedure. It was further reported that pieces of the blade fell into the surgical site. A subsequent x-ray did not show any metal piece remaining in the pt. No further adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for eval. Lot no. Details were not provided. Based on the info provided and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.